Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker had presented to the emergency room after experiencing a syncopal episode. Once at the hospital, multiple attempts to send consult data were unsuccessful. It was noted that a consult device and multiconnect were used, and the had health care professional (hcp) tried 5 phone jacks without success. The most recent upload was from a few weeks prior. This pacemaker remains in service. No additional adverse patient effects were reported.